Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump is cracked and damaged at the reservoir compartment. Customer stated that the reservoir compartment is cracked and fallen away and the rubber o ring it sticking out. Blood glucose value is unknown. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, broken reservoir tube lip. No damage to reservoir tube lip o-ring noted.